Event description:
An impella cp device was inserted into the right femoral artery in a 51-year-old male patient with a past medical history of coronary artery disease (cad), renal insufficiency, and dialysis, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a bailout of a protected percutaneous coronary intervention (pci). During the procedure, there was a placement signal not reliable (psnr) alarm. No kinks were present. The alarm resolved without intervention. While the patient was in the intensive care unit (ICU), the patient needed to be taken to the operating room for a fasciotomy. A reperfusion sheath was placed at the time of implant; however, was pulled out accidentally so was replaced with a new one. Six days after impella insertion, the device was removed with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 2.2l/min as intended. Limb ischemia can be influenced by patient-specific factors such as peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vasopressor support, and vascular access characteristics.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information received confirmed the event onset date ((B)(6) 2026) as initially reported and repopulated to b3 (date of event). Investigation. The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported ischemia could not be determined due to insufficient clinical information. And the cause of the placement signal issue was not established as no product, or logs were returned and limited information was provided. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name, d4 catalog number and d4 serial number were updated, corrected accordingly.